Manufacturer narrative:
Event date: (B)(6) 2014. (B)(6). Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that exacerbation of angina occurred. In (B)(6) 2011, the patient presented with stable angina and was referred for cardiac catheterization which revealed a de-novo target lesion located in the ramus with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.7 mm. The target lesion was treated with direct stent placement of a 20mm x 3.00mm taxus¿ element¿ drug eluting stent with 0% residual stenosis. One day post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was diagnosed with exacerbation of angina. In (B)(6) 2014, the patient was hospitalized and was discharged on the same day.